Event description:
It was reported that after t1 was deployed, t2 failed to deploy. The t1 was fixed behind the joint capsule, and the t2 was free in the joint cavity and then smashed by a planer. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle. Only approximately 11 inches of suture was returned which showed no abnormalities. . The delivery needle is bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.